Event description:
It was reported that the surgeon inserted a 24.0 diopter aq2010v silicone three piece lens and the lens was torn upon insertion. The lens was removed without incision enlargement or sutures. The reporter stated they have been having difficulty advancing the lenses through this lot of cartridges and as a result, experiencing more lens tears. There was no pt injury.

Manufacturer narrative:
H3. The product for this complaint was not returned, however, the lens was returned and evaluated. There was a tear across the optic and a piece of it was torn off and missing. Additionally, a haptic was torn off. There was a clear surgical residue on the lens. It should be noted that the injector was not received. H6. Evaluation: results - a work order search was performed and there were two similar complaints found.